Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced loss of consciousness. No cgm nor blood glucose reading was reported from the event, but when the patient took a fingerstick the cgm reading was inaccurate by 100 mg/dl. It was unknown if the patient experienced a hypo or hyperglycemic event. The patient did not report any type of treatment but stated that they did not go to the hospital. At the time of the report the patient´s current condition was unknown. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 100 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.